Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 150mg/dl. The customer states they have been having intermittent blank display on the pump. The customer states the display goes blank without warming. The will return sometimes. The customer mentioned waking up with high blood glucose, because the insulin shutoff. The customer did not provide the blood glucose level. The customer inserted new batteries, but would fluctuate between half and full batteries. Troubleshooting was not performed. The customers decline to complete the trouble shooting, because he was uncomfortable with removing the battery cap. The customer did not want to disturb the insulin pumps present battery life. The customer was advised to revert to a backup plan if the battery cap does not resolve the issue. The device will not be returned for analysis.